Event description:
It has been reported to philips that the wireless footswitch does not function. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer advised the customer to restart the system which re-established the connection of the wireless footswitch and base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.